Event description:
Additional information was received which noted that the lead exhibited a progressive worsening of the impedance measurements. The lead was not tested via the pacing system analyzer (psa) during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. A surgical revision was performed and the lead was partially explanted and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal segment was returned; severed 31.5 centimeters (cm) from the terminal pin. Testing of the lead segment was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.